Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hip revision surgery was performed and the deformed polyethylene insert was removed and replaced with another one .

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the injury (e20). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A. Can you please provide more details on the deformed liner? Was any part of the liner broke off? Answer; the polyethylene insert was broken (a small part of it, at about 12 o'clock area and dislocated downwards). B. Can you confirm and provide the primary surgery date or the original implantation date? Answer:.the primary surgery date was (B)(6) 2020. C. Can you please provide the date the patient was revised? Answer: the date the patient revised was (B)(6) 2020. D. Was the patient experiencing any adverse symptoms that led to the revision surgery? If yes please provide details. Answer: the patient suddenly, ten (10) days before the revision surgery, felt and heard an awful squeaking noise from his hip, as a result of the dislocated polyethylene insert. E. Was surgery time extended due to a depuy synthes product? If yes, how long ? Answer: not a clear question. F. What is the affected side involved in this event? Answer: the operated left side was involved in the event. It was indicated in the additional information received that "the polyethylene insert was broken (a small part of it, at about 12 o'clock area and dislocated downwards)", can you please clarify if the head dislocated from the liner? Or the liner disassociated from the cup? No the head was not dislocated from the liner ,the liner dislocated from the cup. Was there a surgical delay because of this event? If yes, what is the duration of the delay? New surgery was needed to replace the broken liner.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: visual examination of the returned liner finds evidence to support disassociation of the liner from the cup while implanted. Error in material or manufacture was not identified. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. Corrected: h3.